Event description:
It was reported that the sheath, close to the tip hole, was compromised. Further, no delay, medical intervention, or adverse consequences were reported.

Manufacturer narrative:
Upon receipt of the unit, a compromised insulation failure mode was confirmed and we are filing at this time. This event is tied to medwatch report number 2936485-2012-00372. Add'l info will be provided once the investigation has been completed.